Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down and the insulin gauge was inaccurate. Additionally, it was reported that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.